Event description:
During cesarean section, an audible pop was heard. The physician palpated the bladder and could not feed the foley balloon. The foley was removed and was observed that the balloon had ruptured. The patient did have a urology consult where it was determined that if any debris was still remaining, it would pass. No debris was identified.